Event description:
It was reported to the manufacturer via clinic notes that the vns patient's device is at end of service. The physician indicated that the end-of-service condition of the generator is suspected to be pre-mature. The patient has also experienced an increase in seizure activity. It was indicated that the increase was possibly due to medication changes. The patient's device settings are not available. It is unknown if the increase above pre-vns baseline level. The patient's generator has been replaced successfully. The explanted generator has been returned to the manufacturer for analysis. Analysis is currently underway. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.